Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) did not power on was confirmed during initial functional testing. The probable root cause is due to a damaged battery cable connector as a result of damage sustained by user mishandling indicated by the observed physical damages. During visual inspection, broken handle on the front enclosure, broken part in the battery compartment, and damaged battery lock was observed. The cause for the physical damage was appeared to be characteristics of harsh impact. The autopulse platform was manufactured in 11 september 2007 and is more than 12 years old, past the expected service life of 5 years. The platform was last serviced on july 2016. Unable to perform the initial functional test due to the device not powering up. The archive data showed no significant discrepancies. Upon customer approval, the front enclosure, battery compartment, battery cable connector and battery lock will replaced will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) does not power on with a fully charged autopulse li-ion battery. No patient involvement.